Manufacturer narrative:
(B)(4). D10: cat# 650-1064 lot# 3047869 cer option type 1 tprsleve -6. Cat# 30103605 lot# 65051556 g7 vit e neutral lnr 36mm e. Cat# 110010244 lot# 65028647 g7 osseoti 3 hole shell 52mm e. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right hip procedure. Subsequently, the patient was revised approximately three years later due to recurrent dislocations. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.